Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation, and further clarification when medical surveillance specialist reviewed the call. The patient stated that the meter issue began 3 days prior to her contacting lfs, alleging that on (B)(6) 2018, she obtained an inaccurately high blood glucose result of ¿186 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with metformin 1 tablet in the morning and 1 tablet in the evening, and in response to the alleged inaccurate results, she took her normal dose. The patient reported that 3 days after the issue began (today), she developed symptoms of ¿felt terrible, room spinning, cannot walk straight and tired¿. The patient reported that she self-treated the symptoms with ¿drinking water¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.